Event description:
It was reported the patient underwent total knee arthroplasty on (B)(6) 2012, guided by the device. A subsequent revision was performed (B)(6) 2013, due to patient knee was in valgus. The bearing and tray was removed and replaced. The reporter reported the fit of the patient specific device was good.

Manufacturer narrative:
A follow-up report will be provided as soon as the investigation is concluded.